Event description:
A pericardial effusion (pe) occurred. It has been reported that a versacross connect access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Prior to the procedure, a trivial effusion was noted on echo. The procedure was completed successfully using a 27 mm watchman device and the versacross connect system. No issues with versacross devices were reported. No complications during transseptal puncture were noted. The post-release effusion sweep showed no changes to the baseline effusion that was initially noted. The patient was then sent to post-operations, which is where the patient's blood pressure dropped and was not responding to medication given. A transthoracic echocardiogram (tte) was then performed, and a pericardial effusion was confirmed. The patient was then brough back into the lab and a pericardiocentesis was performed. The physician was able to place a drain and removed 500 ccs of blood. They waited for 15 minutes to reevaluate if the effusion was ongoing or if the filling had stopped, and it was confirmed that the filling had stopped completely. A drain was left in place and the patient is being admitted to the hospital for further monitoring. The device is not expected to be returned for analysis (disposed). It was noted that plavix was taken the night prior to the procedure. The patient was not under warfarin at the time of the event. The physician does not believe the versacross rf wire or dilator malfunctioned during the procedure or contributed to the adverse event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.